Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r oversensing on the atrial lead. The patient was brought into clinic and it was noted that the oversensing was due to ventricular flutter resulting in far r oversensing. The physician elected to adjust the patient's medication. The patient condition was stable.